Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer¿s blood glucose level. Despite assistance from technical support to properly load a new cartridge, the alarm recurred. Therefore, it was decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.